Event description:
Customer reports: syringe luer lock tip strips when attached to high pressure line thus causing line to blow off syringe. No pt injury - no staff injury.

Manufacturer narrative:
Manufacturer report: root cause identified: no root cause can not be determined since defect was not confirmed. Conclusions: device history record for final product was reviewed and no discrepancies were found. Pressure test was applied to the sample provided by the customer, this test consists of applying a pressure of 1300 psi for ten seconds and 1200 psi for five seconds. The sample does not show any discrepancy during this evaluation. During the manufacturing of this part number, the quality dept performed a pressure test with 1300 psi according to the instruction number (B) (4) and all the samples pass this test. This pressure applied at 1300 psi is greater than the pressure used (75-1200psi) by the customer. Corrective actions: no corrective actions will be applied.